Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
Information was received from a consumer receiving an unknown drug via an implantable pump. The pump contained 4 drugs per the patient but doesn't know which ones. The indication for use was non-malignant pain. The patient started to hear the pump alarm on sunday, (B)(6) 2015. The patient missed a refill as their physician was arrested and they had not been able to find anyone to fill it. The patient was experiencing pain. The patient was seeking a new healthcare provider. On (B)(6) 2015 the patient further reported that they had contacted a list of physicians provided to them but stated they were told by all the offices that they do not manage pumps. Interventions, the drug information and if the pump alarm issue had been resolved not reported. Further follow-up was being conducted to obtain information. If additional information is received a follow-up report will be sent.